Manufacturer narrative:
The large hem-o-lok clip applier instrument was analyzed and found to have one broken grip cable at the proximal end in the housing. The grip cable was broken near the backend pulleys. The complaint was confirmed by failure analysis. Additional findings related to customer reported complaint: signs of corrosion were found on the instrument bearings. Grip input disk bearings exhibit orange discoloration. Residue was found to be located on the clamping pulleys at the proximal end. Multiple clamping pulleys were found covered with residue.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the customer loaded a clip on a large hem-o-lok clip applier instrument and positioned the clip around the vessel, and the wires became loose. The customer did not use the instrument and it was pulled out of the patient. The customer replaced the large hem-o-lok clip applier instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: the instrument was inspected prior to use and there was nothing out of the ordinary. The issue occurred while positioning the purple large hem-o-lok clip inside the patient. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (IFU). The issue occurred at first use of the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large hem-o-lok clip applier instrument, but failure analysis has not yet been completed.